Event description:
It was reported that thrombosis and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device system. At an unknown timepoint, the patient developed deep vein thrombosis, heart failure, a pericardial and pleural effusion, pneumonia and respiratory failure. No additional information is known at this time.